Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom micro catheter tip had ruptured. The patient was undergoing cerebellar infarction treatment. The access vessel was the internal carotid artery and the diameter was 5mm. Vessel tortuosity was moderate. After thrombi collection therapy, the procedure was completed without any problems; when the micro catheter (mc) was removed, it was found that the distal part of the shaft, the tip, had ruptured (not completely ruptured, but half of it had been removed). The product box was not damaged. There was no sign of the product being opened prior to use. There was no resistance during injection. Excessive load was not applied to the catheter during delivery or removal. There was no adhesion to the catheter tip and it was not stuck. There was no vasospasm. The issue was not stuck inside the guiding catheter. The location of the fragment separation was "removed externally." No additional medical treatment was performed. The patient did not experience any injury. The procedure itself was completed successfully, so it was completed without any further events. The devices were prepared and the catheter was hydrated according to the instructions for use (IFU).